Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. Furthermore, the device was reprogrammed to secondary, and the smart pass was turned to on. Additional information was received which indicated this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks when the patient was pushing the motorcycle with the engine turned off. In the clinic follow up the smart pass was turned off, then was optimized, and turned on. An electromyography test was performed; however, it was negative. Later on, the patient received another inappropriate shock in the shower. According to the attending physician, the settings will not be changed, and the patient will be transferred to the hospital. At this time, this s-ICD remains in service. Furthermore, the device was reprogrammed to secondary, and the smart pass was turned to on. No adverse patient effects were reported.